Manufacturer narrative:
Root cause: use error. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. Contact your healthcare provider if you have symptoms of infection at your insulin infusion site.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer used pump supplies beyond labeling. Tandem technical support educated customer on cartridge/insulin labeling. Customer replaced supplies and resumed insulin delivery. No adverse impact was reported on customers blood glucose.